Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus and a manual injection of insulin to address the bg. The customer continued to use the pump for insulin therapy.